Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shock. Review of these episodes noted oversensing of myopotential noise. Testing of the system noted noise present in all three sensing vectors. The patient will be sent for x-ray imaging to compare the system location with that of the implant procedure. The s-ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.